Manufacturer narrative:
The initial report was created in error. Please reference manufacturer report number 2032227-2017-55190 for serious injury submitted under the correct device.

Manufacturer narrative:
Findings: evaluated 1 open/used quick-serter, performed visual inspection and insertion test using a new lab quick-set and an artificial torso. Quick-set was not inserted/released properly due to adhesive inside the serter¿s barrel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose level was 415 mg/dl at the time of incident. Customer will return insulin pump for analysis.